Event description:
It was reported that the patient experienced ineffective therapy and the device was unable to enter MRI mode as the lead had high impedances of over 3000 + ohms. No accidents were reported; however, the patient reported lifting heavy materials after initial implant. Programming was attempted to no avail. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129403. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.